Manufacturer narrative:
(B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3658750 showed that the devices were conformed to in process and finished goods specifications when released to stock the 21 dec. 2012. Expiration date: 2015-12 (according to retained labels). Non-conformance (nc) was opened relating to deals with a deviation of the temperature during the sterilization cycle. There was no impact of such a deviation, as mentioned in the memo joined in the nc, with no link with this complaint the complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that a trunk stock 5.5mm healix advance br anchor broke during insertion in a rotator cuff procedure. The surgeon removed the broken anchor from the patient, discarded it, and used two more like devices to complete the procedure with no patient consequences. The sales rep stated that he was not present for the case, and that the surgeon reportedly used an awl and tap prior to insertion of the anchor, however it was unclear whether healix or healix advance instruments were used to prepare the bone hole. No further complaint event information was available.